Manufacturer narrative:
(B)(4). Method: the pcb from the subject mr850 respiratory humidifier was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was performance tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: performance testing of the returned pcb from the subject mr850 respiratory humidifier, confirmed that no sound was generated from the speaker. Resistance testing identified an open circuit in the speaker's coil. Conclusion: the root cause of the speaker failure was due to an open circuit in the speaker coil. The mr850 respiratory humidifier product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in california reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Method: the subject mr850 respiratory humidifier was received at our fisher & paykel (f&p) regional office in USA where it was inspected by a trained f&p service technician. Our investigation is based on the information provided by the f&p service technician, information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: performance testing of the subject mr850 respiratory humidifier confirmed that no sound was generated from the speaker. Conclusion: the root cause of the speaker fault was not determined. The mr850 respiratory humidifier product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in california reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient involvement reported.

Manufacturer narrative:
(B)(6). The subject mr850 respiratory humidifier has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient involvement reported.